Event description:
(B)(6) called in on behalf of her customer who is blind. She stated the bpm is giving extremely low readings. She tried the bpm on herself and it still gave extremely low readings.

Event description:
(B)(6) called in on behalf of her customer who is blind. She stated the bpm is giving extremely low readings. She tried the bpm on herself and it still gave extremely low readings.